Event description:
The manufacturer received information alleging a ventilator's touchscreen would not respond. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s lcd screen was replaced to address the issue.